Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. A non-bsc guide wire was advanced into the lesion and pre-dilated with 2.0x15mm non-bsc balloon catheter. A 2.25 x 20 synergy¿ drug-eluting stent was advanced but the proximal shaft of the device snapped. The device was removed from the patient and the procedure was completed with a 2.25x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.25x20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypo tube break at 210mm from distal end of strain relief. There were also multiple hypotube kinks along the full catheter length. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. A non-bsc guide wire was advanced into the lesion and pre-dilated with 2.0x15mm non-bsc balloon catheter. A 2.25 x 20 synergy¿ drug-eluting stent was advanced but the proximal shaft of the device snapped. The device was removed from the patient and the procedure was completed with a 2.25x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.